Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located at the account in storage. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the foot casters worn and not fully adjusted causing the brakes not to hold. Per the hill-rom service manual the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Check the tires for cuts, wear, tread life, etc. Test the brake casters to determine if the bed moves when you activate the brake mode, replace or adjust when necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2005. It is unk if the facility performs any other preventative maintenance on their bed. The technician replaced the casters to resolve the issue. Based on this info, no further action is required.